Manufacturer narrative:
(B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that there was no led illumination on the pyxisbus module controller board. A field service engineer (fse) replaced the pyxisbus module controller board to resolve the issue. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, a "device not detected on bus" error was observed. The customer attempted recovery and reboot procedures; however, the issue persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.